Event description:
Ruptured implants in 2010, replaced them in 2013 - continue to have ongoing chronic health issues. Ongoing tests after tests. I would need to gather up all documentation for almost 10 years, so hard to explain here. Autoimmune disease, sjogren's, hashimotos, inflammation, reynaud's, strep b, recurring uti, hormone imbalances, low libido, chronic fatigue, thyroid issues, and on and on. I can provide more documentation if needed - 10 years worth of illness. I was part of a duty when I originally did implants in 2004, and the paperwork stated all the possible side effects, but isn't state that would happen with just normal implants. I feel they were damaged or faulty to begin with and had one rupture in 2010 I believe with my first mammogram. A healthy person all my life into until ruptured implants. FDA safety report ID # (B)(4).